Event description:
Following the removal of a central venous catheter, pt experienced irregular heartbeat. Diagnostic procedure indicated portion of catheter in the heart. The pt was transferred to radiology where the distal portion (seven inches) of catheter was removed. Pt's heartbeat returned to normal and he was discharged.